Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
The customer reported that during the procedure, the tip of the 25 gauge probe cap popped off and moved to the side. The tip was still attached to the probe; however, a jagged edge was noted. The doctor was able to remove the probe, with no patient injury.